Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2018. The reported product is an unknown baxter transfer set. (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Labeling on the transfer set package states: replace this set every six months or as specified by a physician. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The cause of the breach in aseptic technique was further described by the patient¿s doctor as caused by an unspecified bacterial infection and being related to not changing the peritoneal dialysis transfer set regularly. In the same month as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with cephalosporin (dose, frequency and route not reported); however, the patient did not recover. The same month, the patient began treatment with intraperitoneal vancomycin (dose and frequency not reported). After 10 days (unspecified date the next month), the patient was recovered and discharged from the hospital. The same month treatment for the peritonitis event was discontinued. At the time of this report, dianeal therapy was ongoing. No additional information is available.